Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018 it was reported that the patient has white stoma drainage and has had two rounds of unknown oral antibiotics for stoma infection. Drainage continues.